Manufacturer narrative:
A product sample was received at the investigation site for evaluation. Visual and functional testing were performed. Functional testing of the accuracy of the device was conducted successfully. All testing and product evaluation shows no fault found on the suspect device. The root cause of the reported issue therefore can not be confirmed given that the device passed all testing and inspections. No further actions can be conducted since the complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the suspect device was in use on a patient at the time of the incident, however, there was no patient harm. The suspect device was removed with the tip in tack, the alarm sounded which indicated that the bag was empty, in which, the customer decided to replace the suspect device and the issue was resolved: no patient injury was reported.